Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00159; 1221359-2022-00160; 1221359-2022-00203.

Event description:
The customer reported four false positive results with the ID now covid-19 assay using nasal swab samples for all four results. Confirmation pcr testing for all four initial false positives generated a negative result. The customer confirmed no adverse patient health effects. Patients were isolated based upon positive ID now results and then released from isolation when the negative pcr came back. They missed work. This manufacturer report addresses false positive result 3 of 4.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as insufficient information was provided for investigation. Related reports: 1221359-2022-00159, 1221359-2022-00160, 1221359-2022-00203.